Event description:
Pt undergoing preparation for CT scan w/contrast medium via power injector. Contrast cartridge was not filled with contrast. Pt received approximately 120 cc of air. A gas bubble was confirmed in the pt's (r) ventricle. Pt transfered for hyperbolic oxygen therapy.